Event description:
On (B)(6) 2014 salter labs received a complaint that a model 2050g-50, oxygen tubing kinked while being used. The patient was not getting enough oxygen and couldn't breathe. The patient was taken to the hosp. On (B)(6) 2014, salter labs followed-up with the patient's sister to find out how the patient was doing and to obtain additional info. After the incident of the tubing kinking, the patient was admitted to the hosp and later discharged home. Since the incident, the oxygen concentrator and all the tubing has been replaced. In addition, they have rotated the connector so the oxygen port is off to the side to reduce the torque on the ribbed connector and added a plastic syringe housing around part of the tubing which has helped. The patient has been on supplemental oxygen and CPAP since 2009, without incident. The manufacturer is further investigating the tubing kinking problem.